Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, wall adapter, and confirmed working wall outlet, and pump did not begin charging after being connected for an extended period. There was no reported impact to the customer¿s blood glucose level. Customer tried a different charging cable without success, was advised to rely on multiple daily injections if pump battery depleted, and was to receive replacement tandem cable and wall adapter via two-day shipping with follow-up from technical support.